Event description:
It was reported that the external pulse generator (epg) had an unstable pulse rate. The epg was returned for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: analysis confirmed the reported event, the rate was unstable and output amplitude was not responsive to the dial. No external or internal damage was found, after reassembly the unit passed all console testing. (B)(4).